Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the coil was detached at 1cm from the burr. Photos of the packaging and imaging of the target lesion were attached to the complaint record, but no evidence of the reported event was provided.

Event description:
Reportable based on device analysis completed on 03may2024. It was reported that the burr could not reached the high speed. A 1.50mm rotalink plus was selected for use. During insertion, the burr could not reach the high speed. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the coil detached at 1cm from the burr.